Event description:
Customer reported receiving erratic readings. In blood glucose tests, customer rec'd a reading of 326 and 418 mg/dl within 10 mins. The results vary by more than 20% and are considered a malfunction when compared to MFR's specs.

Manufacturer narrative:
Control solution testing results were out of acceptable range.